Manufacturer narrative:
Unit received with cracked and bleeding liquid crystal display glass. Unable to perform displacement test due to physical damage. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched display window and case. Unit received with partially broken off reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was broken. The customer¿s blood glucose level was 164 mg/dl. The insulin pump will be returned for analysis.